Event description:
Partial rupture of portacath (left subclavian) diagnosed by portogram in 2009 (could have broken off during chemotherapy). Was to have lasted as long as I need it. Now I'm afraid to have another catheter inserted.